Event description:
Log file submitted for the patient after ventricular tachycardia (vt) ablation. The patient was asymptomatic. Log file revealed low flows with higher pulsitile index (pi) readings, these seemed to be physiological in nature. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events and low flow alarms. According to the account, the pi events and low flow alarms were related to an arrhythmia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this investigation. It was reported that the patient was hospitalized for a ventricular tachycardia (vt) storm since (B)(6) 2020 and underwent an ablation on (B)(6) 2021 to try to reduce the arrhythmia. The controller event log file submitted prior to the ablation captured data from (B)(6) 2021 - (B)(6) 2021 and was filled by pi events. The controller event log file submitted after the ablation captured data from (B)(6) 2021 - (B)(6) 2021 and revealed transient low flow alarms on (B)(6) 2021 and (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The files were otherwise unremarkable, and the system appeared to operate as intended at the set speed. It was later reported that the pi events and low flow alarms were related to arrhythmia, and the low flows were not completely resolved. The treatment plan was to follow up on the vt. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted to the hospital due to arrhythmia from (B)(6) 2021 to (B)(6) 2021. The relationship between the arrhythmia and this product was reported to be be low, but could not be denied.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient has been hospitalized for ventricular tachycardia (vt) storm since (B)(6) 2020 and underwent vt ablation on (B)(6) 2021. Log file submitted prior to vt ablation showed multiple pulsatile index (pi) events that were occurring on (B)(6) 2021 at 15:15:32 to (B)(6) 2021 9:04:02. All pi events will cause the hm3 vad speed to drop to its low speed limit, which was set at 4600 rpm. Pi events and speed drops were caused by vt. Ablation was tried to reduce the vt. The team was still watching the patient for any more vts. No additional information provided.